Event description:
N95 elastic bands did not hold up and became like spaghetti. Incident was reported to have occurred during product use. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.

Manufacturer narrative:
Received five (5) total samples. No product packaging was received. One pamphlet of instructions for use was received. The samples were evaluated under ambient light conditions. Three (3) samples arrived with the elastic head bands completely detached from one side of the masks. The elastic head bands on two of these masks were separated and the bond points on the elastic do not appear to have a complete stamp of the bond points. The third of these masks exhibits the bands are bonded together. The bond points on the elastic appear to have a complete stamp of bond points; however, the bond points stamp appeared to encompass a smaller area than the other masks. Two masks arrived unused. These masks were opened and inspected. The elastic headbands were given a moderate tug and the elastic head bands did not detach or break. The device history records (DHR) evaluation was performed for product code 46827 identified in the complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures and specifications. The product was released by quality assurance. A quality nonconformance was not reported at the time of production. No root cause was identified. Manufacturing conducts visual and functional inspections throughout production aside from the qa inspection. Notification was sent to manufacturing leaders for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.